Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2008, including two leads (with the same lot number). It was reported the pt was not feeling stimulation. The sjm rep interrogated the system and identified invalid contacts. Reprogramming did not resolve the issue. An x-ray was performed, and was inconclusive. Follow up identified the physician planned to try a radio frequency ablation before determining the next course of action.